Manufacturer narrative:
On 08/16/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that a breast implant ruptured. During evaluation of the device, a crease was observed on posterior aspect, and within the crease, a tear was noted measuring approximately 0.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with allergan breast prostheses on (B)(6) 2019.